Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving gablofen (2000 mcg/ml at an unknown dosage) via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the critical alarm was occurring on (B)(6) 2018. The pump was interrogated and a motor stall occurred without recovery. The patient was scheduled for pump replacement on (B)(6) 2018. It was unknown if there were any environmental/external/patient factors that may have caused or contributed to the issue. No patient symptoms were reported. The issue was not resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.